Event description:
Technical services received a call on 07/19/2012 from sales rep. The was implanted on (B)(6)2009, remains implanted. Patient has noise on his atrial lead that is reproducible. Logbook is getting a bunch of inappropriate mode switches. Patient reports that when he lies on his right side he feels his heart p8inding but caller thinks that may be due to his lv lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).